Event description:
It was reported that a patient presented to clinic for follow up, the atrial lead exhibited noise over sensing resulted in inappropriate automatic mode switch. The atrial lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.

Event description:
It was reported that a patient presented to clinic for follow up, the atrial lead exhibited noise over sensing resulted in inappropriate automatic mode switch. The atrial lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.